Manufacturer narrative:
The technician investigated and the pt's daughter stated the initial report that the pt fell was not correct. The daughter stated that the side rail broke while the bed was being moved by a third party and the side rail fell after it was raised, the pt did not fall. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the side rail broke and the pt fell. No injury reported.